Event description:
Per the audiologist's report, this patient has a thin skin flap over the implant. It was also reported that the receiver/stimulator component migrated from it's original position. A surgery was scheduled to reposition the device. Integrity testing performed in 2006 was consistent with normal device function, but showed array anomalies on 3 - 5 electrodes. Therefore, the surgeon decided to explant the device on the surgery date that was scheduled in 12006 and reimplant a new device.